Event description:
Lower anterior resection. Cs33 dlu completed firing cycle but would not open. Upon using manual release, both knobs seemed to build up torque and then release without opening the device which remained closed on the tissue. Cs33 dlu was cut out of the tissue and anastomosis was re-done using competitive device.